Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (rca) to the distal rca with chronic total occlusion and 100% stenosis. On (B)(6) 2013, pre-dilatation was performed and a 2.5x38 mm xience prime stent was deployed at 8 atmospheres (atm) in the distal rca. A 2.75x18 mm xience prime stent was deployed at 10 atm in the mid rca. Post- dilatation was performed with a 3.0 mm non specified balloon catheter at 12 atms. The patient was discharged on (B)(6) 2013. On (B)(6) 2014, the patient expired from sudden death at home. No detailed information in regards to the patient death were provided by the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Death is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The additional xience prime referenced is being filed under a separate medwatch MFR number.